Manufacturer narrative:
The accounts engineer replaced the four casters to repair the stretcher.

Event description:
Information received indicates the casters continue to swivel and roll when in brake.